Event description:
It was reported that the patient presented to the ER after receiving an inappropriate therapy shock due to atrial flutter with rvr. The patient was administered medication. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.